Manufacturer narrative:
--

Event description:
--

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that difficulty was experienced optimizing this patient's cardiac resynchronization therapy pacemaker (crt-p) system. It was determined through testing and x-ray evaluation that the right atrial (ra) lead was inserted into the left ventricular (lv) lead port. The right ventricular (rv) lead was inserted into the ra lead port and the lv lead was inserted into the rv port. Surgical intervention was performed to place the leads into their corresponding ports. There were no additional adverse patient effects.